Event description:
Additional information received on (B)(6) 2017 reported that the lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal device check, episodes of inappropriate auto mode switch due to lead noise were observed. The noise was reproducible with arm movement. Programming changes were made. The lead remains implanted and active. The patient will continue to be monitored.